Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil which remained embedded in the most proximal portion of tube.') In a female patient who had essure (batch no. A47947) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema and kidney stone. Concurrent conditions included abdominal cramps. Concomitant products included ibuprofen, ibuprofen and ketorolac. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device outcome was unknown and the migraine, nausea, alopecia, weight increased, vulvovaginal pain and pelvic pain had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered alopecia, migraine, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data reported for hysterosalpingogram as per mr (B)(6) 2017 but now it has been reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure to be in place. Ultrasound scan vagina - on (B)(6) 2015: normal uterus. Essure devices in the bilateral uterine cornua. Concerning the injuries reported in this case the following events were confirmed via patients medical record : migraines, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil which remained embedded in the most proximal portion of tube.') In an adult female patient who had essure (batch no. A47947) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema and kidney stone. Concurrent conditions included abdominal cramps. Concomitant products included ibuprofen and ketorolac. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), pelvic pain ("pelvic") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the embedded device and abdominal pain outcome was unknown and the migraine, nausea, alopecia, weight increased, vulvovaginal pain and pelvic pain had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, alopecia, migraine, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data reported for hysterosalpingogram as per mr (B)(6)2017) but now it has been reported as plaintiff did not undergo an essure confirmation test. Patient received treatment for pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2017: essure to be in place.. Ultrasound scan vagina - on (B)(6)2015: normal uterus. Essure devices in the bilateral uterine cornua. Concerning the injuries reported in this case the following events were confirmed via patients medical record : migraines, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: new events added: abdominal pain. Reporter information were updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil which remained embedded in the most proximal portion of tube.') In a female patient who had essure (batch no. A47947) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included eczema and kidney stone. Concurrent conditions included abdominal cramps. Concomitant products included ibuprofen, ibuprofen and ketorolac. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and pelvic pain ("pelvic"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on -(B)(6) 2018. At the time of the report, the embedded device outcome was unknown and the migraine, nausea, alopecia, weight increased, vulvovaginal pain and pelvic pain had not resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered alopecia, migraine, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted for lab data reported for hysterosalpingogram as per mr ((B)(6) 2017) but now it has been reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure to be in place. Ultrasound scan vagina - on (B)(6) 2015: normal uterus. Essure devices in the bilateral uterine cornua. Concerning the injuries reported in this case the following events were confirmed via patients medical record : migraines, pelvic pain. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received: previously reported event "injury" was deleted and was updated to new events.lot number added. Following events were added: coil which remained embedded in the most proximal portion of tube, migraines / headaches, nausea, hair loss, weight gain, vaginal pain, pelvic pain. Medical history and concomitant conditions added. Concomitant products and reporter information added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.